Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient noted feeling a shocking sensation from their device pocket. Upon interrogation, it was confirmed that no shock was delivered. The shocking sensation was noted to be related to their pocket healing. It was noted that the right ventricular lead exhibited increased capture thresholds. The patient was seen again on (B)(6) 2019 and was noted to be in good condition. No device intervention was performed. Patient was stable and will continue to be monitored.